Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon evaluation the monitor reset due to a defective pxa (arm) processor on the ca board. The root cause could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor resets.